Manufacturer narrative:
Follow-up #1 date of submission 08/07/2014-device evaluation: the meter remote was returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the meter record revealed evidence that bolus deliveries were attempted after the 15 minute bg (blood glucose) check limit. During testing, the meter remote powered on properly and paired successfully with a pump. All buttons responded properly. A bolus was delivered successfully immediately after a bg measurement. No errors, alarms, or warnings were emitted. A bolus was attempted 30 minutes after a bg check, and the meter remote emitted the proper warning. The complaint was not duplicated.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a meter error (bg>15 min old) issue. It was reported that the meter remote emitted a bg>15 min old error three times in thirty days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The meter remote has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.